Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6 a review of the device's history log found no deviations that could have caused or contributed to the reported problem. It has been more than (5) five years since the device in question was manufactured. According to the results of the investigation, the following are likely to have caused the malfunction: resulting in the evaluation of the device indicating that the phenomenon could not be assumed to be the cause. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, connector electrical contact corrosion and cable twist were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd 3cmos camera head had e226 / e228 error-scope communication error, no image. The issue was found during preparation before use inspection for a therapeutic endoscopically assisted thyroidectomy. The facility completed the intended procedure with another similar device without delay. There were no reports of patient or user harm associated with this event.